Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable vitamin b12, folate, free triiodothyronine (ft3), free thyroxine (ft4), ferritin, thyrotropin (tsh), ck-mb, and tnt-hs results on their e601 analyzer. Tnt-hs is not sold in the united states. The customer stated they discovered the issue because a remarkably high number of ft3 were found. The customer provided data for 39 patients, 22 of which had discrepant results that were reported outside the laboratory. The samples were repeated. The customer stated they corrected the results and informed all the departments the original results were not correct. The customer stated that three incidents of incorrect treatments were reported. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. It was unknown if the patients were harmed by any action taken. The reagent lot numbers and expiration dates were requested but not provided. The customer discovered the pinch tubing had a hole in it and replaced the tubing.